Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be field.

Event description:
It was reported that during an esophageal dilatation procedure, removal difficulties occurred. An unspecified cre balloon dilatation catheter had been advanced to treat an unspecified lesion. Upon removing the balloon through a non-bsc scope, removal difficulties were encountered. The balloon was able to be removed through the endoscope; however, the channel of the endoscope had "crimped" during the removal of the balloon. It was noted that the physician typically "removes the scope and cuts the balloon off the end". The patient's current condition is unknown. Despite multiple attempts, no additional clinical information has been received.